Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 22-oct-2019. The most recent information was received on 30-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('fracture of 2 essures'), device dislocation ('migration of the right essure') and oncocytoma ('right oncocytoma measuring 4 cm') in a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2018, the patient was found to have oncocytoma (seriousness criterion medically significant). On an unknown date, the patient experienced asthenia ("major asthenia"), 1 day after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("constant pain"), arthralgia ("erratic joint pain (knees, elbows, wrhists)"), headache ("helmet headache"), insomnia ("insomnia"), memory impairment ("short-term memory problems") and adenomyosis ("uterine adenyomatosis"). The patient was treated with surgery (total hysterectomy with salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation, oncocytoma, asthenia, arthralgia, headache, insomnia, memory impairment and adenomyosis outcome was unknown and the pelvic pain had not resolved. The reporter considered adenomyosis, arthralgia, asthenia, device breakage, device dislocation, headache, insomnia, memory impairment, oncocytoma and pelvic pain to be related to essure. The reporter commented: onset date of events was reported as (B)(6) 2013 (not specified). Patient had difficulty recovering from the slightest effort. She attributed the constant pain to the impregnation of heavy metals. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 22-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('fracture of 2 essures'), device dislocation ('migration of the right essure') and oncocytoma ('right oncocytoma measuring 4 cm') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2018, the patient was found to have oncocytoma (seriousness criterion medically significant). On an unknown date, the patient experienced asthenia ("asthenia"), 1 day after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), arthralgia ("erratic joint pain (knees, elbows, wrists)"), headache ("helmet headache"), insomnia ("insomnia"), memory impairment ("short-term memory problems"), adenomyosis ("uterine adenomatosis") and pelvic pain ("constant pain"). The patient was treated with surgery (total hysterectomy with salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation, oncocytoma, asthenia, arthralgia, headache, insomnia, memory impairment and adenomyosis outcome was unknown and the pelvic pain had not resolved. The reporter considered adenomyosis, arthralgia, asthenia, device breakage, device dislocation, headache, insomnia, memory impairment, oncocytoma and pelvic pain to be related to essure. The reporter commented: onset date of events was reported as (B)(6) 2013 (not specified). Patient had major difficulty recovering from the slightest effort. She attributed the constant pain to the impregnation of heavy metals. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.